Event description:
It was reported that during an unknown procedure, the physician attempted to place an xpert stent system. During preparation of the xpert stent, the assistant realized that the tip of the stent was already open. A competitor stent was used to complete the procedure. No additional information available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received, however, the lot number was provided. Review of the device lot history record is forthcoming. A supplemental report will be submitted with any relevant information.